Event description:
New information received indicated the leadless pacemaker remained implanted.

Event description:
Related manufacturer reference number: (B)(4). It was reported the patient presented for a leadless pacemaker (lp) implant. After screwing into a chosen location, the lp was seen to immediately release from the delivery catheter when put into tether mode. It was unknown if the lp remains implanted or was exchanged. There were no reported patient consequences. Further information was requested but not yet received.